Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.